Event description:
It was reported that a dissection occurred, requiring placement of an unplanned additional stent. The patient presented as asymptomatic for a right transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. The j-wire was advanced, and the microsheath was exchanged for an arterial sheath without fluoroscopy. Angiography demonstrated a non-flow limiting dissection of the right common carotid artery (cca). Attempts to wire the true lumen with the enroute 0.014" were unsuccessful due to the dissection. An additional 0.014" non-boston scientific guidewire was also used with no success. The arterial sheath was removed, and the right common carotid artery (cca) was subsequently re-accessed under fluoroscopy. After the arterial sheath was successfully placed, imaging confirming no further dissection. The procedure continued, and an additional unplanned stent was deployed to cover the dissection. Final angiography demonstrated patent stents with good flow and full coverage of the dissection. The patient was neurologically intact with stable vital signs. The physician noted the j-wire and the arterial sheath as contributing to the dissection.